Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited error 1720. No adverse effects reported.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. It was received with no cracks or physical damages. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log was not available. To further investigate, a functional check and visual inspection was performed. The reported problem was confirmed. The pump was found to be displaying "1720" error code alarm message when batteries were inserted. They found no impact of the cases but a broken back up capacitor green wire was found. The back up capacitor will be replaced.